Event description:
It was reported that the previously working remote monitor does not start when the start/stop button is pushed. Trouble shooting measures were attempted without success. The monitor is being returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found an unknown green and white color stain observed on the top side of the printed circuit board assembly.

Event description:
It was reported by the patient's parent that the previously working remote monitor does not start when the start/stop button is pressed. Troubleshooting attempts were unsuccessful. The monitor was returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.